Event description:
Boston scientific received information that a revision procedure was performed due to a suspected right ventricular lead fracture. During this procedure, this lead was surgically abandoned and another right ventricular lead and device were implanted on the opposite body side. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned, therefore, there will be no return of product to confirm or deny the reported clinical allegation. Should additional information become available, this event will be updated.